Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) experienced pain on the right side during intercourse and buckling of the right cylinder between the base and mid shaft. A replacement surgery was performed to place a new cylinder on the right side using the new measurements. The physician confirmed that the previous measurement for the right side was 21 cm, while the new measurement was 19.5 cm, indicating that the initial measurement was incorrect. All other components remained implanted. There were no further patient complications.